Event description:
This 73 y/o patient underwent tha with gxl acetabular liners of the right hip (novation crown cup gxl neutral liner, group 3, 30-32-53, sn (B)(6)) on (B)(6) 2019 and of the left hip (unknown gxl liner) in 2021. The initial reason for tha was primary coxarthrosis. As part of the manufacturer¿s recall, the patient was brought in for evaluation. X-ray examination revealed clear decentralization of both prosthetic heads and an unusually large area of osteolysis in the acetabulum and os illium on the right hip, which represent signs of premature wear of the acetabular liner. On (B)(6) 2023, the patient underwent revision of the right hip with a novation xle neutral liner (B)(4) bfarm reference (B)(4)). The replacement operation on the left hip is still pending.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
Section h10: (h3) the most likely cause for the pending revision reported due to early prosthesis wear is a combination of the risk factors specified an hhe. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the reported prosthesis wear. However, this cannot be confirmed from the reported information.